Event description:
It was reported that the mobile programmer application froze and crashed when attempting to save a package (pkg) file after updating the host tablet operating system version. Troubleshooting steps were taken to include ending the session and force closing the application. Additionally, a hard reboot of the host tablet was performed, and a review of data synchronization configuration was preformed which showed that the test function was timing out. The host tablet was confirmed to be connected to a guest network. It was advised that guest networks typically do not provide access to the required servers. It was advised to ensure connection to a network with appropriate server access. No patient complications have been reported as a result of this event. Application version: 4.5.2, host tablet os version: 26.2.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.